Manufacturer narrative:
This product is registered as a combination product. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-09699, related manufacturer reference number: 2017865-2020-09701. It was reported that the patient presented in clinic. It was found that the patient's implantable cardioverter defibrillator (ICD) had migrated to the patient's armpit. Interrogation of the device also revealed that the patient's right ventricular and atrial leads both exhibited high capture threshold without loss of capture. The ICD and two leads were extracted and was replaced with a biventricular pacing system. The patient was stable.

Manufacturer narrative:
The reported event high capture threshold was not confirmed by analysis. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found external insulation breaching the sheath at 40.0 to 41.1 cm from the distal tip. The abrasion was consistent with exposure to constant friction against another implantable device.